Manufacturer narrative:
Concomitant medical products: 7121-65, lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was not disabled during an electro-surgical procedure. As a result, the ICD experienced electromagnetic interference, triggering an alert for sensing integrity counter (sic) and noise. The ICD remains in use. No patient complications have been reported as a result of this event.